Manufacturer narrative:
H3) the drill guide was returned to the manufacture for analysis. The bit guide was returned in two pieces, as the knob and wheel was not intact, there was no evidence of a weld. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the drill bit from the drill guide broke. They wiped the drill bit at the front end and then had two parts in their hand. There was no patient involvement.